Manufacturer narrative:
An epinephrine soaked telfa was placed over the wound and divided the good portion of the graft from the deeper portion. The good portion was meshed in their usual fashion and used on the hand and the deeper portion of the graft was stapled back into place over the donor site. The donor sites were covered with xeroform and a negative pressure dressing to facilitate graft take at the donor site. It was confirmed that no alternative device was used in the event as no additional grafts were needed and there was minimum delay (exact time of the delay is not known, but probably 15 minutes or less) during the surgery as the surgeon attempted to repair the donor site. It was further stated that the donor site in which the surgeon returned some of the graft is not healing properly and is likely to require an additional procedure. Additionally during the review of the event risk management acquired the dermatome for inspection. In addition to the reported problem with the guard coming loose, the issue involving the flaking of the coating, and some notable pitting of the device metal was discovered. The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the coating on the devices was bubbling and flaking off. A separate issue was discovered during surgery when the device took a thicker graft than expected. The surgeon described that he was using the dermatome to harvest a third split-thickness skin graft from the left lateral thigh adjacent to the other two skin graft sites. The dermatome was set at 10th/1000 of an inch and had worked without complication on the first two passes. It was verified that the guard was in the rails and dermatome depth adjustment was set correctly prior to the third pass. During the third pass, the beginning of the skin graft was taken at a normal depth, however, it was noticed at mid-thigh the graft was slightly thicker. He stopped the dermatome and noted the depth to be at 18-20th/1000 of an inch. The problem appeared to have come from the guard on the side opposite the depth adjustment gauge to have slid or popped out of the rail allowing a deeper skin graft harvest. The device was removed from the field and everyone in the room was alerted to the problem.